Event description:
Information received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician isolated the issue to the solenoid link arm. The technician replaced the solenoid link arm to repair the bed.